Event description:
Boston scientific received information that during patient's regular follow-up, right ventricular (rv) lead dislodgement was observed. It was determined that this patient had exhibited high pacing impedance and loss of capture due to rv lead dislodgement. The physician scheduled patient for a replacement. At first, repositioning of the lead was tried but due to helix mechanism that was not working properly and rv lead dislodgement, the physician decided to implant a new lead. The implant procedure of the new lead was successful and was placed into an optimal position without any issues. The rv lead was explanted and was going to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned for analysis. Visual inspection result noted blood/body fluid in the helix housing and the tissue entwined in the helix. Thus, it was concluded that the allegation of helix mechanism difficulty was confirmed. The blood clogged in the helix was likely the root cause and may have been the contributing factor of the helix mechanism difficulty in the field. No additional adverse patient effects were reported. The rv lead was no longer in service.